Event description:
Lia due to hrsnt showing twos post vsr pace and double counting of wide qrs. Discussed option of programing post vp blanking from 230ms to longer and changing rv sensing to less sensitive, like 0.45mv or 0.6mv. If the os is not happening real time, you can not tell if the programming will avoid. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).